Manufacturer narrative:
The single-site curved cannula will not be returned to isi for failure analysis investigations; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the unit is returned (post engineering evaluation) or if additional information is received. A review of the site's system logs with a procedure date of (B)(6) 2018 revealed that a system error code 31009 occurred three times within the first 35 minutes of the surgical procedure. A system error code 31009 indicates that a tool was fully detected, and then one or more of the tool sensors were not detected for 3 seconds. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the single-site curved cannula separated. While there was no report of any patient harm, it is unknown what caused the breakage issue.

Event description:
It was reported that during a da vinci-assisted single-site cholecystectomy procedure, while the single-site curved cannula was installed on patient side manipulator (psm) 1, the cannula snapped and the top part of the cannula was observed to be inside of the psm. There was no report of any patient harm, adverse outcome or injury. It was confirmed that the single-site curved cannula will not be returned to intuitive surgical, inc. (Isi) for failure analysis investigations.